Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign materials were observed in the fill port of twelve (12) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 02, 2020 ¿ april 03, 2020. H10: twelve (12) actual samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. All fill port caps were removed which observed a dark foreign matter only on the outside diameter of the fill port connector of only one sample. No issues were observed of 11 samples. The reported condition was verified in one sample. The cause of the condition could not be determined. The other eleven devices the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.